Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s cuff had air leakage before implantation. Customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned unit shows the shape of the tubing and stylet wire have been severely altered due to the way they have been placed in the sample bag. An attempt made to inflate the returned sample using the parameters set out shows the bronchial cuff inflated without any issue but the tracheal cuff failed to inflate. The sample was leak tested under water and leakage was detected from the tracheal cuff, no leakage detected from the bronchial cuff. The bronchial cuff was fully deflated and no issue noted. Further examination of the tracheal cuff using the microvu shows a clean s shaped cut to the cuff body measuring 2.5mm in length and 0.25mm at its widest point. The single wall thickness of the cuff was measured away from the damaged area and found to meet our blueprint specification. The reported defect could be detected on the returned sample. We would like to draw your attention to our instructions for use(IFU) where it states the following ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. All of our broncho cath products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.